Manufacturer narrative:
H3, h6: the cable 9733582 int scu to psu (lot # 120130) was returned for analysis. Analysis found that the returned cable had no apparent physical damage and passed a continuity test with no opens or shorts detected. No problem was found. Evaluation codes that apply to this testing: 10, 213, 67. The cable 9733575 ext scu to r/a psu (lot # 120131) was returned for analysis. Analysis found that the straight lemo connector had bent or broken pins within the connector on the returned cable. It was not possible to connect the cable to test continuity. This issue is being tracked under a hardware defect tracking database. Evaluation codes that apply to this testing: 10, 4203, 4307. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Hardware parts were replaced. A system checkout was performed and the system is working as intended. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was unable to track instruments. Camera details revealed that the geometry error was unavailable. There was a reported delay of about 30 minutes and no impact on patient outcome.